Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -4.5d implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Excessive vault and significant reduction of irido-corneal angles were observed. Lens was exchanged on (B)(6) 2024 for a shorter length lens and problem was resolved. Cause of event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).